Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received an apical pneumothorax during a superdimension enb procedure. No treatment was needed and the pneumothorax resolved in control chest x-ray. If additional information is obtained a follow-up report will be submitted.